Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump constantly alarmed replace battery now. The customer received a total of 6 alarms. Customer's blood glucose level went up to 20.0 mmol/l. The customer treated their blood glucose level with an insulin pen. The insulin pump did not alarm low battery. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned for power error alarm 25. Detailed trace analysis confirmed alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to internal battery connector not seated properly on the printed circuit board. The insulin pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump was received with normal operating currents. No unexpected replace battery now alarm noted. The insulin pump had scratched case, pillowing keypad overlay, missing display window cover and minor scratched lcd window.